Manufacturer narrative:
Externalized conductors due to internal insulation abrasion was noted at 50.7-53.2cm from the connector pin. The etfe coating was intact. Internal insulation abrasion under the rv shock coil were noted at 5.6-6.0cm and 5.4-5.8cm from the distal tip. The etfe coating was intact. Internal insulation abrasions under the rv shock coil was noted at 3.8-4.3cm from the distal tip. The etfe coating was abraded and the inner coil was exposed at this location. This is consistent with the reported field event of noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion was noted at 507.7-53.2cm from the connector pin. The etfe coating was intact. Internal insulation abrasions under the rv shock coil were noted at 5.6-6.0cm and 5.4-5.8cm from the distal tip. The etfe coating was intact. Internal insulation abrasion under the rv shock coil was noted at 3.8-4.3cm from the distal tip. The etfe coating was abraded and the inner coil was exposed at this location. This is consistent with the reported field event of noise.

Event description:
It was reported that the patient received several inappropriate shocks due to loud noise. X-ray revealed externalized conductors between the coils. The lead was explanted.